Event description:
Patient reported there were air bubbles in the infusion cannula and the catheter was blocked. Her blood glucose elevated and she was admitted to the hospital. It is unknown what treatment the patient received. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.